Event description:
It was reported, the patient presented in clinic due to shortness of breath, fatigue and an increase in edema. The device was unable to be interrogate using inductive telemetry, additionally, there was no magnet response from the device. No pacing was able to be observed on the ECG. Premature battery depletion was suspected. The device was explanted and replaced. The right ventricular (rv) lead was capped and replaced during the procedure, as an increased threshold and high pacing impedance were observed. The patient was stable and will continue being monitored.

Manufacturer narrative:
The reported events of premature discharge of battery, no inductive telemetry, no magnet response and no output were confirmed. The device was received with no telemetry communication and no output. Visual inspection of the header attachment area detected an anomaly between the pre-casted header and titanium case. The device was cut open to enable further testing and the battery was found depleted. Feedthrough leak test was performed, indicating a device hermeticity breach. This is consistent with feedthrough damage as a result of fluid intrusion between the header and case, and subsequent fluid ingress to internal electronics. Hybrid circuitry was tested by connecting to an external power source. Test results indicated elevated current drain, consistent with moisture damage, resulting in the reported event. A manufacturing process anomaly consistent with header bonding anomaly may have occurred.

Manufacturer narrative:
The device is included in the field action for assurity, endurity inhomogeneous epoxy mixing issued by abbott on 18 feb 2025 for a subset of devices distributed and implanted outside of the united states.